Event description:
A malfunction was reported, identified by the code malf 12, and a fault ID of 12 ¿ 0x2071. There was no adverse impact to the customer¿s blood glucose level. The customer had not reset the pump within the last 24 hours prior to contacting support. Technical support provided instructions for resetting the pump, which resolved the issue as the malfunction did not recur. The customer was advised to contact support again if the malfunction reoccurred, and acknowledged this advice.